Manufacturer narrative:
(B)(4).

Event description:
Customer reports "'the dilators have rough edges. Couldn't use the one came with the kit. Had to use the conversion kits." It was reported the issue was detected when they tried to insert the catheter. There was no patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports "'the dilators have rough edges. Couldn't use the one came with the kit. Had to use the conversion kits." It was reported the issue was detected when they tried to insert the catheter. There was no patient harm. The patient's condition is reported as fine.

Event description:
Customer reports "'the dialators have rough edges. Couldn't use the one came with the kit. Had to use the conversion kits.". It was reported the issue was detected when they tried to insert the catheter. There was no patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. Signs of use in the form of biological material was observed on the sample. Visual examination of the assembly revealed the sheath body was damaged. The sheath body appeared warped and folded in the location of the damage. The damage on the sheath measured approximately 13mm from the distal tip. The total length of the sheath body measured to be 4" which is within specifications of 3 7/8"-4 1/8" per product drawing. The outer diameter of the sheath body measured to be 0.0990" which is within specifications of 0.0930"-0.0990" per product drawing. The inner diameter of the sheath body at the proximal end measured to be 0.076" which is within specifications of 0.071-0.081" per product drawing. A lab inventory 5 fr catheter was inserted into the returned sheath per IFU which states, "advance soft tip guidewire/catheter tip as a unit through peel-away sheath, while maintaining control of distal end of guidewire". Despite the damage, the catheter was able to pass through the sheath with minimal resistance. The returned dilator was able to be inserted and locked with minimal resistance. R & d was contacted as part of this complaint investigation. They confirmed that unintentional use error likely caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. A section of the sheath body was found to be warped and folded. The sample passed all relevant dimensional inspection, and a device history record review was performed with no relevant findings. Based on the sample received, the customer report, and the comments from r & d, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.